Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer charges the pump it became hot. It was reported the customer's blood glucose level was impacted ranging from 300-500 mg/dl. The customer believes the insulin might be degraded. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.